Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed air flowed back into the side port. Air was drawn continuously into the sheath. Timing was when the varipulse was inserted into the sheath, and the air was attempted to be removed from the vizigo sheath. The issue was improved by replacing the sheath with another new one. After that, the procedure was successfully completed. There was no patient consequence reported. Additional information was received on 24-apr-2025. Air was confirmed inside the side port of the vizigo sheath during the attempt to remove any air from the sheath after a catheter was inserted partially. Additional information was received on 29-apr-2025. The section where the issue was observed was the sideport (stopcock/three-way valve). The issue was air leakage. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. Additional information was received on 02-may-2025. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap / hub did not detach from the sheath. No needle product was used with the vizigo sheath.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed air flowed back into the side port. The device evaluation was completed on 22-sep-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and backpressure test of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. A backpressure test was performed and water leakage was observed in the union of the hub and side port tube. Further investigation revealed that the side port tube was partially detached from the hub, a supplier manufacturing investigation was requested. The supplier manufacturing investigation revealed that there was a channel allowing air to flow through the device due to an incorrect adhesive application, this condition was confirmed to be the cause of the reported event, this issue is manufacturing attributable. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of incorrect adhesive application was traced to manufacturing. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. This product issue will be addressed through the quality system. A supplier internal corrective action has been opened to address incorrect adhesive application issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tube (g04134) were selected as related to the customer¿s reported ¿air flowed back into the side port¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing¿ related. -investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: tube (g04134) were selected as related to the customer¿s reported ¿air flowed back into the side port¿ issue. In addition, biosense webster inc. Analysis finding of the ¿side port tube was partially detached from the hub,¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tube (g04134) were selected as related to the customer¿s reported ¿air flowed back into the side port¿ issue. In addition, biosense webster inc. Analysis finding of the ¿incorrect adhesive application¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).